Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that following a procedure on the somatom definition flash system, a patient suffered a bone fracture to the smallest finger on the left hand. During the procedure, the patient was positioned on the table top with bilateral arms raised over the head. At the completion of the exam, the patient was instructed to place their arms at the sides of the body. While the patient was being transported off the table, the patients smallest finger on the left hand was pinched between the phs table top and the phs frame resulting in a bone fracture. First aid was administered to the patient in the form of a plaster immobilizer.

Manufacturer narrative:
A thorough investigation into the reported event was conducted. The CT table was available for evaluation at the customer site. Siemens concludes that the gaps of the seven (7) zones of the CT table were measured by siemens' customer service engineer and were found to be within specification and no abnormalities were detected. It is the responsibility of the customer to secure the patient to the table and monitor the patient and moving parts of the system throughout the patient exam. Concomitant medical products - this information was provided with the investigation results received on november 3, 2016.